Event description:
Pt reported their cadd solis pump has been acting up for about 3 weeks, date of onset unknown. Pt reports the issue always occurs when priming, the alarm goes off for occlusion but thee is nothing wrong with the tubing or cassette. Pt states that after several tries the pump does prime. Pt is getting frustrated with the constant priming issue. Device serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil - 100ng/kg/min. "Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Unknown. Did we replace device? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Pulmonary arterial hypertension.